Event description:
It was reported that during a stenting treatment procedure, a stent fracture occurred. The lesion being treated was located in the non-tortuous, mildly calcified right coronary artery (rca). The lesion was predilated with an unknown balloon. The physician implanted a 3.0x12mm promus element plus stent and post dilated with a nc quantum balloon. During ivus, performed after post dilating, the stent looked "like it was fractured". No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).